Event description:
It was reported that during a laparoscopy, the hand activition wasn't working on the handpiece. They completed the case using the foot pedal with no patient consequence.

Manufacturer narrative:
The hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and found to be functional. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for activation issues or non functional with hand activation. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.